Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was an incorrectly inserted response button bezel and a kinked and shortened response button cable. The cause for the damaged cable was the incorrectly inserted bezel. The root cause for the incorrectly inserted response button bezel could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on an australian patient's monitor were not working.